Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 9/25/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for left/right atrial flutter with a smarttouch unidirectional sf catheter and suffered a cardiac tamponade (requiring pericardiocentesis), a cardiac arrest (requiring cardiopulmonary resuscitation/thoracotomy/cardiac massage), and death. After the procedure was completed, with the catheters removed from the patient and the sheaths remaining in place, the patient became hypotensive. The acunav catheter was re-inserted to visualize the heart and a tamponade was confirmed. Pericardiocentesis yielded an unspecified amount of fluid. Cardiopulmonary resuscitation (CPR) was initiated. During a CPR pause, the patient was noted to be in cardiac standstill. Surgeon performed a thoracotomy and cardiac massage. At an unspecified point post-procedure, the patient expired. Physician did not provide a causality opinion. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade, cardiac arrest and death remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Additional information provided is that the customer is not releasing the catheter at this time. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17671996l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for left/right atrial flutter with a smarttouch unidirectional sf catheter and suffered a cardiac tamponade (requiring pericardiocentesis), a cardiac arrest (requiring cardiopulmonary resuscitation/thoracotomy/cardiac massage), and death. After the procedure was completed, with the catheters removed from the patient and the sheaths remaining in place, the patient became hypotensive. The acunav catheter was re-inserted to visualize the heart and a tamponade was confirmed. Pericardiocentesis yielded an unspecified amount of fluid. Cardiopulmonary resuscitation (CPR) was initiated. During a CPR pause, the patient was noted to be in cardiac standstill. Surgeon performed a thoracotomy and cardiac massage. At an unspecified point post-procedure, the patient expired. Physician did not provide a causality opinion. Since this event resulted in the patient¿s death, it is MDR reportable.